Event description:
The patient in the operating room and on the operating table in a supine position. There was a break in the insulation of the electrocautery which caused a small burn to the lower eyelid. This was repaired with a small wedge excision and multilayered closure reapproximating the tarsal plate and a 5 0 fast suture on the skin and conjunctiva. During staff interviews following event, it was discovered that staff caused the break in the insulation. Due to the very sharp nature of the colorado tip, the surgical technician uses an instrument to load/unload the bovie tip when changing between tips, to prevent injury to staff. While exchanging the tip, the protective coating was inadvertently compromised, and when the bovie was used on the patient, the patient injury occurred.